Manufacturer narrative:
On (B)(6) 2024, mentor was notified that the patient was diagnosed with bilateral breast ptosis required bilateral mastopexy. Additionally, the ruptured left implant was diagnosed using ultrasound imaging. On (B)(6) 2024, mentor was notified that the patient was also diagnosed with bilateral capsular contracture of the breasts (baker grade ratings unknown). As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2024-02485 for the contralateral event. On (B)(6) 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed severely ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported she had a ruptured left breast implant. A consultation with a medical professional has been conducted; however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On january 16, 2024, mentor was notified that the patient underwent breast implant removal on (B)(6) 2024. Additionally, the complaint device was reported as unavailable for return.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On january 26, 2024, mentor became aware that the patient was bilaterally replaced with 450cc mentor memorygel breast implants. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).